Event description:
It was reported that an empty cartridge alarm occurred on (B)(6) 2023 and customer did not load a new cartridge. On (B)(6) 2023 customer experienced an elevated blood glucose (bg) level of "high" to 1400 mg/dl and diabetic ketoacidosis. Customer went to the emergency room with high ketones identified as life-threatening by a healthcare provider and was "unresponsive". Customer was subsequently admitted to the intensive care unit. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: alerts display automatically to notify you about safety conditions that you need to know (for example, an alert that your insulin level is low). Alarms display automatically to let you know of an actual or potential stopping of insulin delivery (for example, an alarm that the insulin cartridge is empty). Pay special attention to alarms. H3 : device not returned.